Event description:
It was reported the study patient was experiencing dysphonia (ae 1), respiratory distress (ae 2), acute hypoxic respiratory failure (ae 3), and left vocal cord paralysis (ae 6). Ae 1 was assessed as possibly related to the implant procedure. Ae 2, ae 3, and ae 6 were assessed as probably related to the implant procedure. The events required action to be taken for ae 1 which required added medication; patient was also hospitalized. Ae 2 required a vocal cord injection and ae 6 required microlaryngoscopy with left vocal cord injection. Follow up was made with the physician. It was noted that patient initially improved with oxygen and was discharged with copd exacerbation and persistent dysphonia. Patient underwent vocal fold injection and was later readmitted with worsening dyspnea and fever. Imaging was performed and it was identified patient had developed aspiration pneumonia which progressed to acute hypoxic respiratory failure with systemic inflammation. No other relevant information has been received to date.